Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, after initial placement and helix extension, high threshold measurements were observed. Difficulty was then encountered when attempting to retract the helix to reposition the lead and required greater than 40 turns to retract the helix. The lead was repositioned, however, the helix would not re-extend after 50 turns. The lead was removed and another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed in two segments at 5.5 centimeters from the terminal pin. The helix was in an extended position and dried blood was noted in the neck region. Both of the returned segments passed resistance testing which confirmed they were electrically continuous. Analysis was unable to confirm the threshold allegation made against the lead in the field, however the helix allegation was confirmed based on the dried blood found in the helix housing/neck region.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, after initial placement and helix extension, high threshold measurements were observed. Difficulty was then encountered when attempting to retract the helix to reposition the lead and required greater than 40 turns to retract the helix. The lead was repositioned, however, the helix would not re-extend after 50 turns. The lead was removed and another lead was successfully implanted. No adverse patient effects were reported.